Manufacturer narrative:
(B)(4). Concomitant medical products: g7 pps ltd acet shell 56f, pn 010000665 ln 3076302, g7 neutral e1 liner 36mm f, pn 010000858 ln 3043616, delta ceramic option head dia3 6, pn 650-1057 ln 168080, cer option type 1 tpr sleve -3 pe 1, pn 650-1065 ln 987070. Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to product discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient had a revision procedure approximately 24 days post implantation due to a fall causing a periprosthetic fracture of the right femur. Patient underwent revision total hip arthroplasty with open reduction and internal fixation of right femur periprosthetic femur fracture. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by review of operative report and x-rays. Operative report noted patient fell at home and was diagnosed at the emergency room with a displaced periprosthetic fracture. A large hematoma had disrupted the fascia which was evacuated during this procedure. Large medial based fracture fragment was debrided free of fracture hematoma. Cable was placed to stabilize fracture. No other findings or complications were noted. After review of the operative report and x-rays, the likely cause of the periprosthetic fracture was patient fall. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.